Event description:
In 05/2003 pt ruptured both patella tendons when he fell six/seven steps down a staircase onto both knees. Both kneecaps were pushed up into his thighs. This trauma may have compromised the pt's circulation in both knees. The ruptured patella tendons were surgically repaired after ER admission and cold therapy pads were applied. There was an insufficient barrier placed between the cold therapy pads and the pt's skin contrary to the warning labels and use instructions on the units. The pt claims that neither the dr nor the hosp provided any instructions or cautions on the use of the units other than to use the units as much as needed. Pt's friend who was also present when pt was discharged claims that the hosp nurse and/or physician told them to use the units 24 hours a day. It appears that the pt left the hosp with an inadequate understanding of the units and failed to read the warning label and use instruction affixed to the units. Seventeen days later the pt was evaluated by the dr for the first time since discharged from the hosp. The dr testified that his diagnosis was "skin injury." Pt had subsequent surgeries on both knees and plans to have add'l surgeries on both knees. The pt claims loss of normal function of both knees. Pt has sued multiple parties and discovery in the litigation is continuing at this time. Notably, the description of the units from several parties and witnesses is not consistent with the breg product allegedly involved. The units have never been specifically identified by a serial or lot number nor have they been located for inspection.